Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of a false hypoglycemia event where the eversense cgm system alerted the patient with a low glucose alert. The event happened on (B)(6) 2025 at 09:36 pm. The blood glucose (bg) value was 143 mg/dl and the sensor glucose (sg) value was under mg/dl. The patient did not have to take any actions.

Manufacturer narrative:
The investigation was performed on the customer synced glucose data in data management system (dms), which is a cloud platform for eversense systems. Based on dms analysis, the customer's glucose data was blinded at 9:36 pm and the user received an out-of-range low glucose alert. The system blinds glucose data when the user's sensor glucose (sg) value goes below 40 mg/dl. No blood glucose (bg) was entered at the reported time. However, the customer's bg at 9:17 pm was 143 mg/dl and their sg at 9:16 pm was 212 mg/dl. The customer did not seek medical treatment. They resolved the event by not taking any further action because the bgm showed 143 mg/dl, which was within the normal range. A further review of the in-vivo sensor data showed optical instability around (B)(6). The system eventually recovered around (B)(6) 2025. This transient optical instability most likely contributed to the observed sensor inaccuracies. A review of 2 weeks worth of data post-case closure was analyzed, and the system showed good sensor glucose/ blood glucose agreement. B4. Date of this report 05 july 2025. G3. Date received by the manufacturer? 05 july 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.